Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer observed false repeat reactive alinity I anti-hbs results generated for a 48-year-old male patient sample with meningoencephalitis. The following data was provided: (B)(6) 2026 sample ID: (B)(6) anti-hbs initial result = 79.09 miu/ml, repeat result = 94.72 miu/ml. Results on (B)(6) 2026 were: hbs antibody = negative, hbs antigen = negative. Other information provided: the patient is currently undergoing steroid pulse therapy, prednisone and immunoglobulin administration. Additional laboratory results provided: wbc: 12,700. Liver function values: ast: 130, alt: 300, gpt: 319, ldh: 598, bun: 42, na: 146. Aptt: 22.2 no impact to patient management was reported.